Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient had a driveline infection. There were also "definite changes in the appearance of the diameter and consistency of the driveline" observed.

Manufacturer narrative:
The patient remains on going with the implanted device and the center plans to monitor the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.